Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). 2023 information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that electrode 14 is at 15840 ohms. The rep reprogrammed around the high impedances. Patient was given new programs and is to reach out if the programs provided today do not provide pain relief. On (B)(6). 2023the rep reported the patient was happy with programming. On (B)(6). 2023 additional information was received; the reason for call was patient said they were programmed last week for the 10 day check up. Patient said that day the device died on them so they charged it and it took forever to figure out how to charge it. Patient finally charged it on friday and now all of a sudden their group a settings are not available and they can't provide the desired intensity. Patient confirmed the device is fully charged. Patient has tried groups b and c. Patient tried calling the representative but they didn't answer. On (B)(6). 2023 the rep reported that pt is being seen on 7/19 for reprogramming at hcp's office. On (B)(6). 2023 information was received from rep stating patient hasn't reached out to them. On (B)(6). 2023 it was reported there were high impedances of 40,000. Rep was able to reprogram the patient¿s stimulator to avoid out of range (oor) and still get coverage of the pain areas so no further action needed at this time. The cause is unknown, but the issue has not yet been resolved. Rep will report additional information that becomes available.